Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set leaked. The leak was observed "between the filter and the filter holder"; however, this product does not have a filter. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h11. H11: the actual device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed; and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.